Event description:
The customer received questionable results for ten patients for multiple assays. Of the data provided for ten patient samples, the following results for nine patient samples were discrepant. All initial results were released to the physician who requested confirmation. All repeat results were considered correct and released. All initial results were considered to be incorrect. Patient sample 1 initial tina-quant c-reactive protein gen.3 (crpl3) result was 0.10 mg/l and the repeat result on (B)(6) 2015 was 244.66 mg/l. Patient sample 2 (male with date of birth of (B)(6) 1946) initial crpl3 result was 0.09 mg/l and the repeat result on (B)(6) 2015 was 127.91 mg/l. Patient sample 3 (male with date of birth of (B)(6) 1969) initial crpl3 result was 0.02 mg/l and the repeat result on (B)(6) 2015 was 9.32 mg/l. The patient's initial urea/bun result was 0 mg/dl and the repeat result on (B)(6) 2015 was 65 mg/dl. The customer provided the following results for patient sample 4 and patient sample 5: patient sample 4 (male with date of birth of (B)(6) 1934) initial crpl3 result was 0 mg/l and the repeat result on (B)(6) 2015 was 134.67 mg/l. The patient's initial total protein gen.2 (tp2) result was 0 g/dl and the repeat result on (B)(6) 2015 was 5.13 g/dl. The patient's initial inorganic phosphorus (phos) result was 0 mg/dl and the repeat result on (B)(6) 2015 was 3.3 mg/dl. Patient sample 5 (male with date of birth of (B)(6) 1944) initial crpl3 result was 0 mg/l and the repeat result on (B)(6) 2015 was 134.67 mg/l. The patient's initial tp2 result was 0 g/dl and the repeat result on (B)(6) 2015 was 5.13 g/dl. The patient's initial phos result was 0 mg/dl and the repeat result on (B)(6) 2015 was 3.3 mg/dl. The customer indicated the results were incorrect for sample 4 or sample 5. A request was made to obtain the correct results. Patient sample 6 (male with date of birth of (B)(6) 1974) initial crpl3 result was 0.08 mg/l and the repeat result on (B)(6) 2015 was 185.26 mg/l. The following samples both initial and repeat, were performed on (B)(6) 2015: patient sample 7 (male with date of birth of (B)(6) 1955) initial crpl3 result was 0.07 mg/l and the repeat result was 361 mg/l. The patient's initial bilirubin total gen.3 (bilt3) result was 0 mg/ml and the repeat result was 1.77 mg/ml. Patient sample 8 (male with date of birth of (B)(6) 1938) initial crpl3 result was 0.05 mg/l and the repeat result was 30.34 mg/l. Patient sample 9 (male with date of birth of (B)(6) 1964) initial crpl3 result was 0.02 mg/l and the repeat result was 303.16 mg/l. No patients were adversely affected. The crpl3 reagent lot number was 605469. The expiration date was requested but not provided. The lot numbers and expiration dates of reagents bilt3, urea/bun, tp2 and phos were requested but not provided. The field service representative observed presence of gel on the sample probe. After cleaning the sample probe, the issue did not occur any longer. During investigation it was determined that the problem was caused by a gel residue that contaminated or totally blocked the sample probe.

Manufacturer narrative:
The customer provided the correct information for patient 4 (male with date of birth of (B)(6) 1934) which was initially incorrect. The patient's initial urea/bun result was 0 mg/dl and the repeat result was 65 mg/dl.

Manufacturer narrative:
This event occurred in (B)(6).